Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Four endeavor sprint drug eluting stents were implanted during the index procedure. One implanted in the lcx and the other three implanted in the lad. Patient was discharged approx. 3 days post index procedure. It was confirmed that patient death occurred. Cause of death and date of death is unknown.